Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. Since the console was not returned, all logs were retrieved from rlfs. Real time (rt) logs show the pump stop occurred again and purge pressure was well above 1000 mmhg. Imc logs were not available for this case on (B)(4) but the surrounding cases showed no signs of high purge pressure or pump stops seen during this case. The pump stop was unrelated to this console. The console performed as expected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient experienced multiple complications during impella 5.5 support. Seven days into support, the pump began to experience flow saturation. The staff was advised that the pump was struggling and could potentially fail. Despite the noted issue, the staff opted to continue use of the device. Upon follow up, it was verified that the pump later experienced an unexpected stoppage. The pump was removed and an intra-aortic balloon pump was placed for ongoing support. The site requested that the automated impella controller be investigated for potential failures related to the incident. The patient's outcome is unknown.